Event description:
Complainant alleged that during functional testing, the device failed the earth ground resistance test. Complainant did not indicate that there any patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty ac power cord. Analysis reports of this type has not identified an increase in trend. Reports of this nature are typically not considered to be medwatch reportable as there is no potential for clinical impact.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.